Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the device had a damaged roller, damaged roller bed, and the skin board did not feed through. The ratchet handle was also not working. The customer returned a skin graft mesher device, serial number 0(B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet taiwan has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was december 4, 2017 where it was reported that the comb needed replaced and the device was returned unrepaired per the customer request. This is not a related issue. Product review of the skin graft mesher by zimmer biomet australia on december 18, 2018 revealed that the pre-test could not be performed due to the bent comb. The handle was jammed and had no lubrication. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet taiwan on december 18, 2018 which included replacement of the washers, shoulder bolts, cap nuts, screws, and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per. The reported event that the device had a damaged roller, damaged roller bed and the skin board did not feed through was confirmed since during the product review by zimmer biomet australia it was noted that the device had a bent comb and the 1.5:1 ratio cutter that was returned with the device did not produce an acceptable test mesh and was deemed non-repairable. The reported event that the ratchet handle was not working was confirmed since during the product review by zimmer biomet australia it was noted that the handle was jammed and had no lubrication. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the device had a bent comb and the 1.5:1 ratio cutter that was returned with the device did not produce an acceptable test mesh and was deemed non-repairable. It was also noted that the ratchet handle was jammed and had no lubrication. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device had damaged roller, damaged roller bed and the skin board did not feed through. Ratchet handle was also not working. The issue occurred prior to surgery. Subsequently this caused no patient harm and there was no delay. The surgery was completed using an alternate device and the problem did not cause any impact/damage to graft harvest.